Event description:
During the implant procedure ((B)(6)), invalid impedance measurements were observed when the lead extension was connected to the lead. Further intraoperative testing ruled out the lead as the source of the issue. Efforts to overcome this issue via troubleshooting proved unsuccessful. As such, the physician elected to complete the procedure with a new lead extension. No further impedance issues were noted, and effective therapy was captured for the patient.

Manufacturer narrative:
Evaluation codes: results: complaint of "invalid impedance" was confirmed. As received, the extension was complete. The 3386 extension was examined under the microscope and the 4th terminal end electrode wire appeared to be disconnected (broken). This would have caused the invalid impedance observed during the procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.